Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Myocardial infarction and death, as listed in xience v instructions for use (IFU), are known risks associated with coronary stenting and are not necessarily an indication of a product quality issue. There was no report of any device malfunction at the time of the stent implant, and the procedure was completed successfully. In this case, it is possible that the reported congestive heart failure is a secondary effect of the myocardial infarction that resulted in death. However, a conclusive root cause for the reported patient effects, and the relationship to the device, if any, cannot be determined.

Event description:
Reporting status: death. Reporting rationale: myocardial infarction and congestive heart failure leading to death. Device issue: none. It was reported via a trial that the patient had a recent myocardial infarction and congestive heart failure, and died. No additional event or patient information is available.